Event description:
It was reported that patient presented to emergency room after experiencing syncope. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited noise oversensing. Pacing inhibition was also noted. The lead was explanted and replaced. There were no patient consequences.